Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge and uses trusteel infusion set longer than 48 hours. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.